Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 321.133, synthes lot: 4829579, supplier lot: 541412h04, release to warehouse date: august 24, 2004, supplier: (B)(4). There are no relevant nonconformances. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Service & repair evaluation: the customer reported during evaluation at service and repair it was found out that the torque limiting handle/quick release failed in calibration. There was no patient involvement. This complaint involves one (1) device. The repair technician reported the item high failed calibration testing. The cause of the issue is unknown. The item was sent to the vendor for re-calibration. The device will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during evaluation at service and repair it was found out that the torque limiting handle/quick release failed in calibration. There was no patient involvement. This report is for one (1) torque limiting handle/quick release 6 mm hex coupling this is report 1 of 1 for (B)(4).